Manufacturer narrative:
A return product analysis of the ipg indicated that the device passed all electrical, performance, and visual inspection tests performed. The device exhibited normal device characteristics. A review of the manufacturing documentation for the leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient's leads were fractured and caused some of the contacts to be un-usable. The patient had a successful lead revision in which the leads were replaced. During the revision, the physician replaced the ipg due to telemetry issues. The patient is reportedly doing well after the revision.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model#: sc-1110-02, (B)(4), model description: precision implantable pulse generator (ipg). Model#: sc-2158-70, (B)(4), model description: phase iii lead with preloaded enhanced stylet 70cm.

Event description:
A report was received that the patient's leads were fractured and caused some of the contacts to be un-usable. The patient had a successful lead revision in which the leads were replaced. During the revision, the physician replaced the ipg due to telemetry issues. The patient is reportedly doing well after the revision.